Manufacturer narrative:
(B)(4). External insulation abrasions were noted at 35.5-35.8cm and 41.5-41.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 45.0-45.2cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 9.5-11.5cm from the distal tip. Internal insulation abrasion was noted at 43.0-43.1cm and 43.6-43.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that lead noise on rv lead was observed via a merlin.net transmission. Further testing was recommended. Subsequently the lead was explanted and replaced without incident. When the lead had been extracted, externalized conductor was noted.